Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for a descending thoracic aortic aneurysm using the gore® dryseal flex introducer sheath (dsf). The patient¿s right access vessel measured approximately 7 mm and was partially stenotic. After performing plain old balloon angioplasty (poba), expansion of the stenotic segment was confirmed, and the dsf was inserted. Although resistance was encountered, the dsf advanced into the abdominal aorta, and the stent grafts were deployed as planned. The tip of the dsf was pulled down to a position approximately 3¿4 cm above the femoral head, and angiography was performed. No injury was observed, and the dsf was removed. After wound closure, decreased blood flow was noted on the right side. Repair of the puncture site was performed using a prosthetic graft, but no improvement was observed. Angiography from the contralateral side revealed occlusion of the right external iliac artery. A guidewire was inserted, and two stent grafts were deployed. As blood flow did not fully improve, further angiography revealed thrombus formation. Thrombectomy was performed, resulting in improved blood flow. Poba was also performed on the left external iliac artery, which had pre-existing stenosis, and the procedure was completed. Physician¿s comment: access was extremely challenging, and the patient had poor vascular condition, including chronic total occlusion (cto) of the right superficial femoral artery. Although injury assessment was performed, it is believed that dissection occurred closer to the puncture site than the area visualized during angiography.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.